Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for spinal pain. The rep reported that they were informed by the clinic on (B)(6) 2018, that a patient had symptoms shortly after a refill performed on (B)(6) 2018 and "they are considering it may be a pocket fill". The rep stated that the physician "believes that the port or needle may be faulty and apparently has told patients this in other cases when a pocket fill was suspected". It was unknown "what was done in the ER or if a volume discrepancy was noted or the patient's current condition and whether patient was admitted, etc.". The symptoms began suddenly. It was "unknown if any device issue at this time". On (B)(6) 2018, additional information was received from the healthcare professional (hcp). The hcp called and stated that the patient was in their office on the date of this call and the hcp wanted the pump programmed off today. The hcp stated that the pump "had leaked". Clarification was requested and the hcp stated that on (B)(6) 2018, they used a "laser beam then filled the pump, when he pulled out the needle, it began oozing". The hcp clarified that the pocket site began oozing. The hcp stated that the patient was then drowsy and admitted to the emergency room. The hcp stated that there was no new information based off of the previous record, but that they were requesting for the pump to be turned off. The hcp confirmed the pump was successfully programmed off.